Event description:
It was reported, by the company representative. That the "patient's" family, would like to verify if the remote monitor was connected to cellular from the date of the device implant to the day of the patient's death. The caller was advised of visible connectivity and no changes were made to the monitor assignment or remote monitoring network profile since implant. The command history of the monitor showed and initial connection and no additional commands until the day of the call. The representative would like to know if the monitor was actually plugged in and why it did not show as disconnected or pick up on any issues for more a month later, when there was an alert transmission sent. The caller would also like to confirm, if the monitor was actually connect to cellular or wifi. A ticket was submitted for investigation. No updates on the investigation are available at this time. It was also, reported by the patient representative, that the implantable pulse generator (ipg) did not function as intended. The patient repeatedly had their "stomach hurt". The patient was deceased. And the cause of death was heart issues and heart attack.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.